Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report is being filed to update field b2.

Event description:
It was reported that this right ventricular (rv) lead was explanted, along with the rest of the system, for infection. It was later reported that the patient had expired approximately one month post-explant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted, along with the rest of the system, for infection. It was later reported that the patient had expired approximately one month post-explant.